Event description:
It was reported that the battery of this implantable cardioverter defibrillator (ICD) dropped from 1 year remaining to less than 3 months remaining in a span of 3 months. A request was made to have data from this device analyzed. Data analysis confirmed the power consumption was increasing in a gradual fashion and would likely trigger elective replacement indicator (eri) soon. Technical services (ts) consultant recommended replacement. Subsequently, this ICD was explanted and replaced with a new device. No additional adverse patient effects were reported.